Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, drawer was not detected on the bus. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer not detected on pyxis. A field service engineer successfully replaced the drawer controller resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.